Manufacturer narrative:
A service and repair service history review was performed: service history review: lot #6458945-09 no service history review can be performed because the lot number cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the service and repair history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while the 10nm torque limiting ratchet handle-6mm was being torqued the collar would slide down and neutralize the instrument making it difficult to torque. It could be spring related. This occurred during a surgery and the surgeon was able to complete the case with no impact to the patient. This is report 1 of 1 for (B)(4).